Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances during positioning of the second clip. The reported slda was a cascading event of the reported device damaged by another device (dislodged). The cause of the reported difficult imaging and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Imaging was challenging throughout the procedure. An xtw clip (40326r1094) was inserted and deployed on the tricuspid valve, reducing tr to a grade of 4. To further reduce tr, a second xtw clip (40418r1011) was inserted. However, while grasping, the clip became caught in chordae a few times, causing a new prolapse which did not exist prior to the procedure. While troubleshooting, the clip then contacted the implanted xtw clip, causing that clip to detach from septal leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). It was noted a new chordal rupture was observed and after clip came off the septal leaflet, it was still attached to chordae under that leaflet. To stabilize the slda, grasping was attempted with the second xtw. However, the leaflets were unable to be grasped. Therefore, the second xtw clip was removed the procedure was discontinued. Tr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.